Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned components; body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency. The suture was not returned for analysis. Some of the possible causes for the reported knot coming loose are as follows: after the plunger has been pulled completely proximal of the device and the suture has been cut, the pre-formed knot is formed and loop is through the arterial walls. The knot can only be undone at this point if there is no tissue capture and/or during knot tightening the knot is tightened upon itself and the suture is pulled out of the artery. The knot may not be as visible to the user at this point. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for device operates differently than expected, knot, for this lot number. Based on the investigation findings, the reported knot appearing loose and coming apart could not be confirmed and the root cause could not be determined. No manufacturing or quality deficiency was detected. Five unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on all five of the returned devices and the devices passed with acceptable results.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery after an interventional procedure. Reportedly, while pulling the rail suture the knot looked loose and came apart. Manual compression was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.